Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event identified during the evaluation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and the device passed. Temperature confirmation was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as it timed out during drain 1. A pneumatic system test was performed which identified a leak in the vsl chamber. The cause of the rite failure was due to cut vsl transducer tubing. The transducer tubing and digital pcb were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.